Event description:
It was reported that the programmer was unable to power up. The programmer was returned for service. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the power supply was out of electrical specification.